Event description:
It was reported to philips the battery would not charge. The device was not in patient use at the time of the reported event. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution phone: (B)(4). Reporter phone number: (B)(4).

Manufacturer narrative:
Per additional information received, the issue was identified during preventative maintenance. Furthermore, a philips authorized service provider (asp) went onsite and confirmed the battery was not functioning (charging) per specification. He identified the faulty battery was less than 5 years old and recommended replacing the faulty battery with a new battery. Asp replaced the unit with a new battery, performed testing, and placed the unit back in service. Per the v60 service manual, the user should check the battery charge level before putting a patient on the ventilator and before unplugging the ventilator for transport or other purposes. The power source symbol at the bottom-right corner of the screen shows the power source in use and if the ventilator is running on battery, the level of battery charge. Although requested to be returned, the removed components were not received for evaluation at this time. An update report will be submitted if the parts are received and evaluated.